Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that there was a power problem with medstation. A field service engineer replaced auxiliary pyxibus cable to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device. H11: e.3 occupation: pharmacy information systems coordinator.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary, medstation unable to power on. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.